Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/22/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-8741-40 drivers broke. This was discovered during the case. All broken pieces were retrieved from the patient by extending the minimally invasive incision and the case was completed successfully.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8741-40 batch 1392245 was received for investigation. Functional testing was not performed as the device arrived broken for investigation. Visual inspection revealed that the device's tip was broken off, and many discoloration spots were noted on it. The most likely cause is attributed to over-torquing/over-engaging during use. The complaint allegation was confirmed. Refer to the investigation pictures.